Manufacturer narrative:
Investigation summary: no samples or photos were returned for investigation. Hence, no root cause is established. Based on DHR review, there is no abnormality that may influenced this non-conformance.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality issue (¿the pharmacist informed that he had already been in contact because the client went to make the needle bigger and there was a leak of the product¿). Update : bigger needle (needle 22g) used for the preparation of the reconstituted solution ¿ little needle (needle 30g) used only for the injection of the reconstituted solution.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9155552. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-22. Medical device lot #: 9287090. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality issue (¿the pharmacist informed that he had already been in contact because the client went to make the needle bigger and there was a leak of the product¿). Update : bigger needle (needle 22g) used for the preparation of the reconstituted solution ¿ little needle (needle 30g) used only for the injection of the reconstituted solution.